Event description:
The pt's cochlea was ossified. At some point following implant surgery, the pt was unable to use the implant due to facial nerve stimulation with implant use. The pt's device was explanted. The pt, therefore, no longer experiences facial nerve stimulation. Implantation of a new device on the contralateralside is anticipated but has not occurred.